Manufacturer narrative:
(B)(6). This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the chuck seized and was heavy moving it was further noted that the chuck was blocked and the color ring was missing. Therefore, the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the chuck on the drill/chuck drilling speed device seized and was heavy moving. It was noted in the service order that it was hard to fix drill chuck. This event did not occur during surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.